Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same pt as MFR report #: 2134265-2009-00221. Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt developed ischemic enteritis requiring hospitalization and intervention. The index procedure treated the de novo, 90% stenosed, 3.23 x 32.3 mm mid rca (right coronary artery) lesion. Treatment consisted of direct stenting using a 3.5 x 32 mm taxus express2 stent deployed at 15 atm resulting in 0% residual stenosis as measured by ivus (intravascular ultrasound). The pt was discharged on bayaspirin and plavix. The pt developed ischemic enteritis 338 days post procedure requiring hospitalization and treatment with medication. The pt was discharged in improved condition on day 345. The pt was taking bayaspirin and plavix at the time of this event. The investigator assessed this event as possibly related to the study stent.